Manufacturer narrative:
No product was returned for evaluation. Should new relevant information become available, a supplemental report will be submitted.

Event description:
It was reported that the customer experienced an elevated blood glucose (bg) level of 835 mg/dl, was "violently vomiting and fell". The customer alleged that "no insulin being delivered through supplies"; however, multiple attempts were made by tandem¿s technical support to obtain additional information and troubleshoot, the customer did not respond and the alleged root cause could not be confirmed. Contact called emergency services and customer was transported to the emergency room via ambulance. Customer was subsequently admitted to the intensive care unit with diabetic ketoacidosis and treated with intravenous fluids of saline and insulin. Customer was discharged with the issue resolved and no permanent damage; date of discharge was not known.